Event description:
It was reported that during an angioplasty treatment procedure, difficulty deflating the balloon was encountered. There is a diffuse 90% stenosis of the distal lcx. A the balloon was encountered. There is a diffuse 90% stenosis of the distal lcx. A 300 cm bmw 0.014 guidewire was advanced across the lesion into the distal vessel. A 2.0 x 20 mm maverick balloon (10atm for a total of 36 seconds) was inflated across the stenosis. The case at this point was complicated by failure of the maverick balloon to deflate. Multiple attempts at aspiration of the balloon were made, but none were completely successful. A 300 cc crosslt wire was advanced to the lesion and past the balloon. This allowed the balloon enough freedom of motion for the balloon to be successfully removed. A 2.0 x 15 mm voyager balloon was then advanced to the lesion and multiple inflations were made (max 14 atm, total 96 sec). 60% residual stenosis with no dissection, then, a 2.5 x 10 mm nc raptor balloon was advanced across the lesion, and multiple inflations were made (mac 16 atm, total 42 sec). 40% residual stenosis, no dissection. A 2.5 x 23 mm pixel bare metal stent was deployed across the stenosis (14 atm, 60 sec). 0% residual stenosis, moderate sized, non flow-limiting dissection distal to the stent. Timi 2.5 flow in distal vessel at conclusion. To treat the distal dissection, a 2.5 x 18 mm pixel bare metal stent was advanced through the first stent, into the distal vessel to cover the dissection flap. The stent was deployed to a maximum of 16 atm for a total of 60 sec (3 inflations). 0% residual stenosis, no dissection. Timi 3 flow in the distal vessel at conclusion. There were no reported pt complications.